Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. Each time the device was powered back on by the customer, and would work for a while but then turn off again. During the event the batteries were replaced but they still observed the device power off by itself. The device was used only for monitoring the patient. No further patient information was available. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed two event codes logged multiple times that are related to a device reboot. Physio replaced the power pcb assembly then observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.